Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the users were unable to issue the medication, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.